Event description:
Customer reported baby allegedly received a first degree burn on the side of his body facing the warmer. The clinician indicated that the baby was being cared for in baby control mode. The clinician removed the baby from the device upon noting the redness and placed him into an open crib for the duration of his hospitalization. The baby's skin was topically treated with an ointment and the burn resolved in 2 to 3 days without blistering. The baby was subsequently discharged to home. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.